Event description:
It was reported that the patient underwent joint dislocation reduction surgery for acromioclavicular joint dislocation with screws and plate. Dynatape was tied between the coracoid and clavicle and then sutured to the acromioclavicular joint capsule with dynacord through the plate suture holes. The surgery was completed successfully without any surgical delay. During a postoperative examination, it was confirmed that four screws were broken. The surgeon mentioned the possibility that the dynatape was not tight enough when it was tied and the patient was over-elevating as possible cause. External fixation was added, and removal surgery is scheduled. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review : a manufacturing record evaluation was performed for the finished device product code: 402.876ts-15, lot number: 6530p67. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 04 jul 2023, manufacturing site: jabil grenchen, expiry date: 01 jun 2028. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.